Manufacturer narrative:
Notification of event was received from the pt's law firm within their claim.

Event description:
Based upon plaintiff's counsel's complaint, "in 2002, physicians attempted to implant the ancure device into plaintiff's decedent____for repair of aaa and to prevent future aneurysm rupture. The following month, plaintiff's decedent died from the injuries sustained during the failed ancure device implantation procedure."